Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that it the insulin pump wasn't saying low reservoir when it was the date to change the reservoir. Caller stated that it immediately said no delivery and he rushed back to his school to change the reservoir. Caller stated that he went to rewind and started filling it, but it kept pushing insulin through. Customer's blood glucose was over 400 mg/dl at the time of the incident. Customer treated with a shot. Caller stated that the insulin continues to drip after the motor stops during the manual prime process. Caller stated that he was not wearing the pump during priming. Caller stated that the tubing connector may have gotten wet. After troubleshooting, it was explained that the infusion set change resolved the issue. Caller mentioned that the customer received 3 no delivery alarms and there were 2 low reservoir alarms in the alarm history. Caller had changed out the set when a no delivery was received since the reservoir was empty.